Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was trying to rewind the insulin pump and was priming when she received the compromised force sensor system alarm. Customer's blood glucose level was 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a compromised force sensor system alarm during the basic occlusion test due to a slightly loose drive support disk. The pump was received a missing end cap sticker. The pump was received with a cracked reservoir tube and belt clip slot. The pump had a stained keypad overlay, a corroded battery tube and minor scratches on the lcd window.